Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. A surgical procedure was performed and was identified some thinning of the urethral tissue under the cuff, due to the constant compression of the cuff around the urethra, leading to some recurring incontinence. The device was replaced, and a new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. A surgical procedure was performed and was identified some thinning of the urethral tissue under the cuff, due to the constant compression of the cuff around the urethra, leading to some recurring incontinence. The device was replaced, and a new aus was implanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.